Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 74-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant had an impella cp placed for support but after delivery to the left ventricle (lv), there was kinking occurring due to calcified leaflets. The pump kinked further with repositioning and was removed/explanted. The pump supported for approximately 30 minutes.

Manufacturer narrative:
The failure mode was changed from "product damage (cannula kink) was changed to "low pump flow" because low pump flow was reported. No product was returned for analysis. The clinical details mention calcified aov leaflets caused cannula kink after which flows were reduced. The data logs confirm reduced pump flow with no motor current spikes. There was no mention of excessive force or improper technique. The root cause of the low pump flow was most likely patient condition related the following have been reported incorrectly or missing from manufacturer device report. D4 model number d6a and d6b revised from the initial submission in accordance with updated procedures. F6/f8-should have been left blank. G1 reporting contact email revised in accordance with updated procedures. G1 reporting contact fax number missing.